Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported admit/discharge/transfer related reboot events occurring after (B)(6) 2018. There was no patient incident.